Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A possible contributing factor could be due to an issue with the solero generator used during this event. A review of the ship history records was performed for the applicator lots any deviation in manufacturing process related to the reported defect of the complaint. Shr review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the instructions for use (14600973-01), which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Event description:
As reported: dr. (B)(6) was starting to perform an open liver ablation using 14cm solero applicator, then the generator gave an error and stopped the ablation after only 2 seconds. The customer cant remember what exactly message said, but something to the effect of [?]re-position applicator, power exceeds threshold [high reflected power]. After following up with a nurse that was in the room for part this case, she said they did not test the probe first in saline, and said she was unsure if they turned on the pump to purge the air in the tubing. They just put applicator in patient and tried to ablate. They made repeated attempts to perform the ablation and could not complete the ablation. Due to patient sedation and procedure not completed, a patient safety risk is posed, meeting the criteria of a reportable event. It was reported the disposable device is not available for return to the manufacturer for a device evaluation.